Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 9

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue where the coupling housing fell off on (B)(6) 2026. No further information is available.